Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The patient experienced muscle stimulation. Another lead was added during change out. Additional information indicates that the suspected cause of high thresholds was due to micro dislodgement. Muscle stimulation was attributed to the lead. This ra lead was abandoned surgically. No additional adverse patient effects were reported.